Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient age, date of birth, and weight is not available for reporting. Date of event is unknown and spans several years. 510k: this report is for an unknown radial head. Part and lot numbers are unknown; UDI number is unknown. Unknown implant date, devices remain implanted. Devices are not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a radial head replacement on an unknown date and year and reports pain and a decrease in range of motion since the revision. It was noted the patient has experienced increasing pain and has reported keeping their arm raised at night while sleeping, using a sling, and taking gabapentin. The patient reported that they have underwent two surgeries after their initial implant of radial head prosthesis in the year 2014 or 2015. One surgery was on their forearm and another was on their wrist due to the radial head movement. The patient has not yet seen a surgeon or a physician for the pain and no surgery is scheduled for revision of the radial head prosthesis. (B)(4). This report is for one (1) unknown radial head.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.